Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 13-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern and is comfortable with the glucose readings he is getting with the replacement products.

Event description:
Consumer reported complaint for physical defect of test strips; customer stated that half of the test strips in the vial had been bent. Customer stated he had discarded the bent test strips. Customer also reported complaint for high blood glucose test results with the same vial of test strips. The customer is concerned with test results from results obtained of 196, 167, 174, 205 and 166 mg/dl. Customer also stated the meter would turn off while testing, reported complaint for erratic results, and that the results were not consistent when compared to other devices; actual back to back and meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result range is 130-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 02/15/2022 and open vial date is (B)(6) 2020. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 11-feb-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA's method, result, and conclusion codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage.